Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a failure with the device power system on the v60 ventilator. The issue was identified during a preventative maintenance (pm) evaluation, the device was not in clinical use. There was no report of harm. The pse evaluated the device and reported failures appeared in the device power rails. The pse determined the issue was due to a failure in the motor controller (mc) printed circuit board assembly (pcba).

Manufacturer narrative:
The product support engineer replaced the motor controller pcba to resolve the reported issue. The device was operational after repairs were completed.

Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and noted no anomalies. The pil investigation confirmed the 35v supply failed and other alarms were triggered due to mc pcba analog to digital converter failure. Input voltages to the u6 were present, however the analog to digital converter circuit was not communicating those values with the spi bus correctly.